Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-00360. It was reported that during a percutaneous transluminal coronary angiography (ptca) procedure, the device was removed without the retrieval sheath. The 90% stenosed lesion was located in the tortuous diffuse diseased right graft. A filterwire ez embolic protection system was in place. A 4.0 x 24mm promus element plus stent was implanted in the right graft. During the attempt to retrieve the occluded filter wire ez with the retrieval sheath, the proximal end of the stent accordioned. There was "great difficulty" getting anything back thru the stent causing slow flow and no re-flow in the vessel. Finally the filter was successfully pulled out without the retrieval sheath and flow was regained. Another stent was implanted to resolve the deformation issue. No further patient complications were reported and the patient's status is stable.